Event description:
On (B)(6), 2010, intuitive surgical, inc. Received a maude event report (foi) for voluntary report (B)(4) from the FDA. The event details are provided below: during a surgical procedure the da vinci harmonic instrument fell apart. The end jaw piece was found in the pt and removed. No additional information was provided.

Manufacturer narrative:
Based on the limited information provide in the maude event report, intuitive surgical is unable to provide additional information concerning the reported event. If additional information becomes available, a follow-up MDR will be submitted. A review of our complaint database was performed; however, there was no similar event found related to this report.